Event description:
Reportedly, during a device replacement on (B)(6) 2019, after connecting the subject pacemaker with a right ventricular lead, intermittent pacing failure was observed. No pacing could be observed when putting the device inside the pocket. After several unsuccessful attempts, another pacemaker was implanted

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a device replacement on (B)(6) 2019, after connecting the subject pacemaker with a right ventricular lead, intermittent pacing failure was observed. No pacing could be observed when putting the device inside the pocket. After several unsuccessful attempts, another pacemaker was implanted.